Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 535mg/dl which was treated with insulin pump and insulin pen. Customer¿s current blood glucose was 225mg/dl. Customer alleged for possible under delivery as had low reservoir. Customer reports insulin exited at the quick release. Customer stated that insulin pump was exposed to strong magnetic fields as customer was in room with x-ray. Customer performed displacement test and passed. Products will not be return for analysis.